Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, asthma (new or worsening), kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve, other (unspecified event), acid reflux. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.